Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent cystoscopy with marshall test and urethral calibration on (B)(6) 2013 due to sui, & excision of mesh. It was reported that patient underwent monarch transobturator tape urethral suspension on (B)(6) 2014 due to sui.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 due to sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2012 for recurrent uti¿s and exposed transvaginal tape mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.